Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2015; explanted: (B)(6) 2022; product type: catheter. Product ID: 8782; serial#: (B)(4); implanted: (B)(6) 2017; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2017, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 23-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 0. 1mg/day and bupivacaine 1mg/ml at 0.05mg/day via an implantable pump. It was reported that the patient was scheduled for routine pump replacement due to eri (elective replacement indicator) less than 12 months. While in the or (operating room), the physician performed a catheter access study and found it to be non-patent. The environmental/external/patient factors that may have led or contributed to the issue was pump/catheter positioning, history of previous catheter revision. The diagnostics and troubleshooting performed was negative catheter access study. Once the catheter was found to be obstructed, the patient was placed in a lateral position. The physician first opened the pump pocket and proceeded to dissect out the pump and the existing intrathecal catheter. Once the catheter was dissected out, the physician removed the pump and proximal pump segment. He again attempted to aspirate cerebrospinal fluid from the spinal segment of the catheter, but still had no return of fluid. The physician then proceeded to open up the spinal incision and found that the catheter had flipped up at the distal tail of the anchor. This was causing a kink at the catheter site. As a result, the physician decided to replace the catheter in its entirety. The physician was given a new catheter which was placed at the t8/9 level. The catheter was then tunneled to the existing pump pocket. The proximal pump segment and new pump were attached. The physician then aspirated from the catheter port site and confirmed patency of the catheter. The pump was placed back in the existing pump pocket and incisions were closed. Given that the catheter had been obstructed for an unknown amount of time, the physician reduced the patient¿s medication concentration and intrathecal dosing to prevent symptoms of drug toxicity/overdose. The physician stated that he knew the cause of the obstruction, and therefore did not feel that the device needed to be returned for analysis. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.